Event description:
A patient was undergoing a robotic assisted lower resection with colorectal anastomosis. While using the 45 da vinci stapler, with a blue 45 load, the stapler misfired. The staple load released only some (close to half) of the staple line, and then cut through the tissue. Another stapler was given to the field and a different load (green) was used to finish the rest of the case.